Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product received for analysis. Retain samples were checked for lot and no defect related to complaint was observed. During evaluation, one used drain was received as a complaint sample and barbed area of the trocar was inside the adaptor. At the time of pulling the drain, how much force was applied and also the direction of pulling the drain by the hospital staff is not known. However, the tensile strength of trocar bonding (breaking) of individual drain is >20n. As per the test reports reviewed for trocar bonding strength of lot, result was more than >30n for individual drain sample. The device history records were reviewed, and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/28/2021. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). What is the lot number? No further information is available. Then j2020574. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Was the broken drain removed completely from the patient? No further information is available. Were the trocar needle or any other pieces left inside the patient? No further information is available. If yes, was the patient taken back to the operating room to remove the broken drain surgically? If not already removed, are there any plans in place to remove the drain from the patient? What is the current condition of the patient? No further information is available. Device return status: we regularly contact with sales rep about the device returning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. During surgery, after the trocar needle was pierced from inside the body cavity, and when it was pulled, the trocar needle was detached from the drain. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.